Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device turning on and off by itself in safe mode was duplicated. Based on the investigation details, the likely cause was problems with the motor, bearings and press plug, which were each replaced. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own during a knee scope surgical procedure. A handswitch was attached when the event occurred. There was no pt or user injury, and the cause was completed successfully with another device.